Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) displayed low out of range (oor) shocking lead impedance (sli). Beeping tones were reported. It was noted that the patient recently underwent a left ventricular assistive device (lvad) procedure. Additional information indicated that a lead evaluation was done was found to be within normal range. At this time, this device remains in service. No adverse patient effects were reported.